Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: testing confirmed intermittent responses to button presses on the ok button. Multiple button presses were required before the button would engage. All the buttons had normal spring back and click. The keypad cover was found to be peeling around the edge near the up arrow button. The keypad was removed to check condition of the button contacts and contamination was present under the contacts of all buttons. Unrelated to the complaint, the bolus button was found to be detached from the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that the /ok button was not responding . The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.